Event description:
A patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during a recanalization procedure, the guidewire allegedly disrupted. It was further reported that the part of the segment was in the brachial artery. The wire was removed using snare. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no image or physical sample was delivered. The user provided report regarding guidewire break. Due to no sample the reported guidewire break can not be confirmed. The break of the guidewire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, moving together with the guidewire, guidewire overheating and break. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.